Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer programmed an incorrect temporary rate. Reportedly, the customer was programming a temporary rate due to a colonoscopy procedure. Customer programmed a temporary rate of 75% for 29 hours instead of a temporary rate of 70% for 29 hours. Tandem technical support guided the customer through programming the correct temporary rate. Customer's blood glucose level was 104 mg/dl.